Event description:
It was reported that for the second time in a week, the stimulation had stopped without warning/action. When they tried connecting the handset to the implantable neurostimulator (ins), it would take a long time to connect and ultimately fail. They tried rebooting the communicator and handset, removed the communicator and re-added it, and removed the ins and re-added it. After that the handset could detect the ins but when trying to interrogate, it would still time out and come up with a message that the ins could not connect. The patient was referred to the hospital to find out what the issue is. No patient symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.